Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 183 mg/dl. The customer stated that he went to fill the tubing during the prime process, but the insulin pump pushed out insulin without counting out the number of units. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected compromised force sensor system alarms noted during testing. The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.